Event description:
Healthcare professional reported right side "intracapsular rupture". Device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ rupture: no observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side "intracapsular rupture". Device has been explanted and discarded.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 06/27/2024.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "intracapsular rupture". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported, right side "intracapsular rupture". Device has been explanted and discarded.